Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test and force sensor test. Pump was returned for power error 25. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 12mmol/l at time of incident. Customer states that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.